Event description:
A malfunction was reported on a pump, specifically identified as malfunction code 9, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.